Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. After the physician deployed a 4.00x38mm promus element plus stent in the common core between the left anterior descending artery and the circumflex artery, it was observed there was a shortening of the proximal tip of the stent. It was post-dilated with a non-bsc balloon. The procedure was completed with this device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).